Event description:
A caller reported that during the adc freestyle libre 2 sensor insertion, the sensor pin was found bent. The customer further reported experiencing a loss of consciousness and was unable to self-treat. The customer¿s mother provided grape sugar as treatment and no further information was reported as the call was disconnected. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h10 (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug was visibly not properly seated; no physical damage was observed on the sensor patch. There was a watermark at the base of the tail (indicating that the sensor was applied correctly). The sensor applicator and sensor pack was not returned, therefore adc is unable to further test the returned product. As submitted in the initial report for this issue, the dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that during the adc freestyle libre 2 sensor insertion, the sensor pin was found bent. The customer further reported experiencing a loss of consciousness and was unable to self-treat. The customer¿s mother provided grape sugar as treatment and no further information was reported as the call was disconnected. There was no report of death or permanent injury associated with this event.